Event description:
It was reported that patient death occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A balloon catheter and an intravascular ultrasound (ivus) device were unable to cross the lesion. A 1.50mm rotapro was selected for use. Ablation was performed seven times with approximately 180,000rpms. The speed decreased 10,000 once for a moment then down approximately 3,000 to 5,000. Residual stenosis was present with severe calcification before reaching the proximal lad with a reference of approximately 4mm; therefore the 1.50mm rotapro was replaced with a 1.75mm rotapro. A stall issue occurred when rotation speed was adjusted outside the body during burr replacement, so the remaining amount of gas pressure and the hose were checked once and the issue was resolved when it was reconnected. Ablation was performed once for 10 seconds to 15 seconds at 180,000rpm. The rotapro was pulled inside the guide catheter; however blood pressure suddenly decreased and patient shock occurred. Percutaneous cardiopulmonary support (pcps) was arranged, but calcification and tortuosity in the inguinal region were severe, and the cannula could not be inserted and could not be used. Cardiac massage was continued, but the patient was unable to be resuscitated.

Event description:
It was reported that patient death occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A balloon catheter and an intravascular ultrasound (ivus) device were unable to cross the lesion. A 1.50mm rotapro was selected for use. Ablation was performed seven times with approximately 180,000rpms. The speed decreased 10,000 once for a moment then down approximately 3,000 to 5,000. Residual stenosis was present with severe calcification before reaching the proximal lad with a reference of approximately 4mm; therefore the 1.50mm rotapro was replaced with a 1.75mm rotapro. A stall issue occurred when rotation speed was adjusted outside the body during burr replacement, so the remaining amount of gas pressure and the hose were checked once and the issue was resolved when it was reconnected. Ablation was performed once for 10 seconds to 15 seconds at 180,000rpm. The rotapro was pulled inside the guide catheter; however blood pressure suddenly decreased and patient shock occurred. Percutaneous cardiopulmonary support (pcps) was arranged, but calcification and tortuosity in the inguinal region were severe, and the cannula could not be inserted and could not be used. Cardiac massage was continued, but the patient was unable to be resuscitated.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotapro atherectomy system. The burr catheter was received detached from the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. The rotapro advancer was then connected to the rotapro control console system. The advancer was able to reach optimum speed without stalling. During functional testing there was no abnormalities to the device, and it ran with no speed or noise issues.